Event description:
"The user loses control and falls when the screw that holds the chassis broke. No major damage, just a bruise on the body"

Manufacturer narrative:
The soprano is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged malfunction occured in (B)(6).